Manufacturer narrative:
The serial number of the analyzer is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable cobas® egfr mutation test v2 assay results for 7 patient samples tested on a cobas z 480 analyzer. Date: (B)(6) 2025 sample 1: initial result: mutation detected ex19del repeat result: no mutation detected. Date: (B)(6) 2025 sample 2: initial result: mutation detected ex19del repeat result: no mutation detected. Date: (B)(6) 2025 sample 3: initial result: mutation detected ex19del repeat result: mutation detected; ex19del, t790m. Date: (B)(6) 2025 sample 4: initial result: mutation detected ex19del repeat result: no mutation detected. Sample 5: initial result: mutation detected ex19del repeat result: no mutation detected. Date: (B)(6) 2025 sample 6: initial result: mutation detected ex19del, t790m repeat result: mutation detected; ex19del. Date: (B)(6) 2025 sample 7: initial result: mutation detected; ex19del, t790m repeat result: mutation detected; ex19del.

Manufacturer narrative:
Due to limited information, a conclusive root cause could not be determined. Discrepancies could occur due to sample-specific issues, such as containing a low percentage mutation near the limit of detection of the assay or a sample quality issue. Other potential factors could be due to pre-analytical sample and reagent handling. Per the procedure limitation section of the method sheet for the cobas® egfr mutation, "detection of a mutation is dependent on the number of copies present in the sample and may be affected by sample integrity, amount of isolated dna, and the presence of interfering substances. Reliable results are dependent on adequate transport, storage and processing. Follow the procedures in the cobas® cfdna sample preparation kit, these instructions for use, and in the cobas® 4800 system - user assistance." The investigation did not identify a product problem.